Manufacturer narrative:
The insulin pump was monitored for 24 hours and no low battery alert, no off no power without low battery indicator and no a13 alarm noted. All operating currents are within specifications. The insulin pump passed self test and displacement test. The insulin pump has cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout twice. She inserted a new battery but the insulin pump was not turning on. The customer tried two different batteries but the display did not return. This was the second occurrence of an off no power alarm without a low battery warning. Customer's blood glucose level was 275 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.